Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Valor nail alignment gig is out of spec/has play and therefore causing surgical complications.

Event description:
Valor nail alignment gig is out of spec/has play and therefore causing surgical complications.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device shows scratches and blemishes consistent with reusable instruments. Significant deformation could be seen at the base of the targeting guide. The cylindrical surface that interfaces with the guide connector exhibits extensive wear and abrasion. During functional testing, the locking lever/trigger mechanism exhibited slight looseness. When the guide connector was locked into position, the assembly exhibited a small degree of instability as slight movement could be observed. Based on investigation, the root cause was attributed to a wear related issue. The failure was caused by excessive use of the device over a prolonged period of time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling and end of functional life is normally determined by wear and damage due to use. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.